Event description:
It was reported that during left mca (middle cerebral artery) occlusion thrombectomy case, the operator placed neuron max long sheath and used guide wire (subject device) to bring rebar18 catheter and catalyst 6 catheter to the lesion and aspirated the thrombus. The guidewire (subject device) was hard to be advanced. The operator withdrew the guidewire (subject device) and found the guidewire fractured in the vessel. So used a guidewire (subject device) to bring rebar18 to mca (middle cerebral artery) and tried to deploy a stent to take the fractured guidewire out, after several tries the guidewire (subject device) was pulled back into middle catheter and finally taken out together with stent. The operator then considered that the best time for thrombectomy passed and the thrombus was quite solid, so decided to finish the procedure. The patient's condition was good. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during left mca (middle cerebral artery) occlusion thrombectomy case, the operator placed neuron max long sheath and used guide wire (subject device) to bring rebar18 catheter and catalyst 6 catheter to the lesion and aspirated the thrombus. The guidewire (subject device) was hard to be advanced. The operator withdrew the guidewire (subject device) and found the guidewire fractured in the vessel. So the operator used a guidewire (subject device) to bring rebar18 to mca (middle cerebral artery) and tried to deploy a stent as medical intervention to take the fractured guidewire out intentionally, after several tries the guidewire (subject device) was pulled back into middle catheter and finally taken out together with stent. The operator then considered that the best time for thrombectomy passed and the thrombus was quite solid, so decided to finish the procedure. The patient's condition was good. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event/product problem - updated form product problem to adverse event and product problem. B2 outcomes attributed to ae - updated. B5 executive summary - updated. F10 / h6 health impact code grid - health effect - impact code - updated.

Manufacturer narrative:
H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked/bent at 30cm, 119cm, 180cm and 189cm, the guidewire was returned broken/fractured in 2 segments (8cm distal segment and 191.5cm proximal segment), in the proximal segment 191.5cm the core wire was noted to be exposed, in the distal segment 8cm the core wire was noted to be exposed, the core wire distal end was observed through the distal tip dome, and hydrophilic coating was hydrated there were no anomalies noted. A functional test could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The guidewire was hard to advance during the procedure, the operator withdrew the guidewire and found the guidewire fractured in the vessel. A guidewire was used to bring microcatheter to mca (middle cerebral artery) and tried to deploy a solitaireab 6-30 stent to take the fractured guidewire out, and after several tries the guidewire was pulled back into middle catheter and finally taken out together with stent. During analysis, the guidewire was noted to be kinked/bent at 30cm, 119cm, 180cm and 189cm. The guidewire was noted to be broken/fractured in 2 segments (8cm distal segment and 191.5cm proximal segment). The core wire was exposed in both segments, which may indicate the device fractured during the manipulation inside the patient¿s tortuous anatomy. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire broken/fractured during use¿ and the as reported 'guidewire difficult to advance' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿guidewire kinked/bent¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during left mca (middle cerebral artery) occlusion thrombectomy case, the operator placed neuron max long sheath and used guide wire (subject device) to bring rebar18 catheter and catalyst 6 catheter to the lesion and aspirated the thrombus. The guidewire (subject device) was hard to be advanced. The operator withdrew the guidewire (subject device) and found the guidewire fractured in the vessel. So the operator used a guidewire (subject device) to bring rebar18 to mca (middle cerebral artery) and tried to deploy a stent as medical intervention to take the fractured guidewire out intentionally, after several tries the guidewire (subject device) was pulled back into middle catheter and finally taken out together with stent. The operator then considered that the best time for thrombectomy passed and the thrombus was quite solid, so decided to finish the procedure. The patient's condition was good. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.